Manufacturer narrative:
Sensor (B)(4) has been partially returned and investigated. The sensor plug was properly seated, and no physical damage was observed. No failure modes were observed on the sensor plug assembly upon visual inspection. Unable to perform further investigation due to partial product return. An extended investigation has also been performed for the reported complaint, and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. If the additional product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported excessive bleeding after applying the adc freestyle libre sensor. The customer experienced sweating, headache, and fell, losing consciousness. The customer regained consciousness and stated that " he needed just some water." There was no third-party medical treatment provided. There was no report of death or permanent injury associated with this event.